Event description:
Information received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed.